Event description:
It was reported that the 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety reset button would not set properly. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 50457. Ees# 981837/j. Device-a. Based upon inquiry info received, visual examination & functional test, the reported event was confirmed. Two instruments were received. Instrument a was tested & would not arm as received. The obturator handle was measured & found to be skewed. The obturator handle is welded during the assembly process.